Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty control switch on the control board.

Event description:
Complainant alleged, that the device was intermittently unable to adjust pacer output. Complainant did not indicate that there was any patient involvement in the reported malfunction.